Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg and was experiencing a medical condition which needed a magnetic resonance imaging (MRI) compliant system. Database (db) analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The physician believed that the ipg did not have any issues. The patient underwent an scs system replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg and was experiencing a medical condition which needed a magnetic resonance imaging (MRI) compliant system. Database (db) analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The physician believed that the ipg did not have any issues. The patient underwent an scs system replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.